Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/24/2024, it was reported by a sales representative via e-mail that an ar-8998t nano swivelock® suture anchor with fork eyelet resulted in osteolysis around dorsal nano swivelock. This occurred during a ucl internalbrace on (B)(6) 2024. No additional information was provided, and additional information has been asked. Additional information received on 4/29/2024: on 4/24/2024, four months after the surgery, osteolysis was noticed. Revision will be needed in the future but has yet to occur. Additional information received on 5/6/2024: the procedure occurred on (B)(6) 2024.